Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced intermittent changes in symptom control. An image was taken at an angle and was difficult to confirm connection between the catheter and pump. The pt was scheduled for a pump revision on (B)(6) 2010, to check and/or secure the connection. Additional info has been requested; a follow-up report will be submitted, if additional info becomes available.